Event description:
Reportedly, the end user fell asleep while seated in the power wheelchair and inadvertently leaned on the joystick allegedly causing the chair to move against the wall and pin his foot between the wall and the chair.

Manufacturer narrative:
No malfunction of power wheelchair suspected. End user's physician documented that end user fell asleep while in the power wheelchair and inadvertently leaned on the joystick, causing the incident. The owner's manual warns, "always ensure that the unit power is off before: bending, leaning, adjusting clothing while seated".